Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site showed the access vessel was compatible with the esheath and there was no notable calcification and tortuosity. A lot history review was unable to be conducted as the esheath lot number was not provided. As the complaint was unable to be confirmed, a complaint history review is not required. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards esheath introducer set and no deficiencies were identified. During the manufacturing process, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case.  No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint for sheath shaft resistance with delivery system, bc was unable to be confirmed due to lack of returned device and procedural imagery. However, since the device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, the presence of a manufacturing nonconformance was unable to be confirmed. A review of manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per the case notes, ¿the insertion angle of the e-sheath was around 45 degrees.¿ inserting at a steep angle can contribute to the reported resistance during advancement of the delivery system by creating another angle for the delivery system to pass through.  As a result, a definite root cause cannot be determined at this time, but it is possible that procedural factors (insertion angle) contributed to the reported event. The exact cause of the iliac artery dissection was unable to be confirmed, but may have been due to patient and/or procedural factors not provided. Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj.  In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. The complaint event was unable to be confirmed. Due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. A prior product risk assessment (pra) was opened to investigate the complaint events with resistance associated with the sapien 3 ultra valve and commander delivery system passing through the esheath. No labeling/IFU/training inadequacies have been identified and review of the complaint history for this monthly review revealed the occurrence rate did not exceed the control limits for the applicable trend categories. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required for this complaint event.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, during a transfemoral tavr procedure, the physician was unable to advance the 26mm sapien 3 ultra valve/commander delivery system completely through the 14f esheath (inserted to about first 1/4 of the way through the esheath) and the patient sustained an iliac artery dissection. Initially the physician was unable to advance the 26mm sapien 3 ultra valve/commander delivery system completely through the 14f esheath. After troubleshooting by trying to push through without being too forceful, the physician indicated he was unable to advance all the way forward with the valve/delivery system. It was recommended the valve/delivery system be removed and all new equipment be inserted. The valve/delivery system were removed without any issues. The physician opted to continue to use the same 14f esheath. No kink was noted on the esheath under fluoro. No damage was noted to the valve. A 16f dilator was inserted and the vessel was expanded. A new 26mm s3 ultra valve/delivery system were inserted with a little bit of resistance, which appeared to be at the distal external iliac vessel. The second valve was able to be implanted successfully without any complications. Upon removal of the 14f esheath, although the esheath appeared to not be damaged, the patient sustained a dissection of the external iliac vessel. The dissection was located where the difficulty advancing the first delivery system through the esheath was experienced. The dissection was treated with a self-expanding stent. The procedure was considered to be a success. Additional information obtained indicated only one esheath had been used. No damage was observed on the esheath upon removal. The loader had been fully inserted into the esheath. The delivery system was in the default position during insertion. The insertion angle of the esheath was around 45 degrees. The vessel had been pre-dilated with a 16f esheath (right side). The esheath had been prepped as per the IFU/training manual. The patient left the room in stable condition.

Manufacturer narrative:
Reference CAPA-20-00141.